Manufacturer narrative:
(B)(4). The lot was manufactured from august 21, 2015 to august 22, 2015. A batch review was conducted and revealed that a ruptured reservoir was found during the manufacture of the lot. However, the lot was subsequently placed on hold and then released after inspection. The device was received for evaluation. Visual inspection verified the reported condition of a ruptured reservoir. A microscopic inspection didn't reveal any signs of abnormality were found on either the interior or exterior surface of the bladder and stressmember. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor ruptured. This occurred during filling with fluorouracil (non-baxter product) and sodium chloride (non-baxter product). The fill volume was 96 ml. There was no patient involvement. No additional information is available.